Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant low na results is unknown . A siemens healthcare diagnostics customer service engineer was dispatched to the site and replaced the imt module and sensor. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer complained of discrepant low sodium (na) results on patient samples. Patient results were reported and results were questioned based on clinical history and/or previous results. Samples were rerun on a second dimension vista system and higher results obtained. Corrected reports were issued. Patient treatment was not altered or prescribed based on the discrepant low sodium (na) results. There was no report of adverse health consequences as a result of the discrepant low na results.